Event description:
(B)(4). Date of event: (B)(6) 2013. According to the information received, a child returning from cardiac surgery woke up very quickly and was very agitated in the bed. It was noted that his urinary catheter started leaking into the bed. Initially it was assumed that the catheter had become disconnected from the drainage system, however, on closer inspection the catheter was found to snap at the y junction. The remainder of the catheter was removed and there was no obvious pain or discomfort from the patient. No bleeding was noted and the patient had been passing urine normally. The catheter had been position for about 7 hours.

Manufacturer narrative:
Five samples were returned. One used sample was returned where the funnel was separated from the catheter body. The rupture occurred at approximately 3 mm from the tip of the funnel. We noticed at the proximal tip of the catheter body a presence of strong adhesive tape. Four sealed samples with their introducer in pouches printed aa7106 (lot no 3615484) were returned. We tested the tensile strength test of the funnel and got an average value of 12.37 n (the requirements are 7.5n per en 1616). The results are considered acceptable. We believe that the catheter had been subjected to a force exceeding the minimum required which consequently led to the rupture of the funnel. Based on the above, this complaint is not confirmed as a product defect.